Event description:
It was reported to nellcor puritan bennett in 2005 that the easy cap ii co2 detector did not change color when used on a pt. The pt was intubated and the easy cap ii was used to verify endotracheal tube placement. There was no color change on the easy cap ii so the pt was reintubated. The same easy cap ii was used and still no color change. A second easy cap ii was used and it did change color. The endotracheal tube placement was verified by the use of a fiber optic scope.